Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was not functioning. The field service engineer (fse) found failure was caused by a defective controller board. Fse replaced the controller board on main drawer 3.2. After replacement, the station was rebooted successfully. The customer tested the station by performing a recovery, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was not turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.